Event description:
It was reported that the patient presented for percutaneous coronary intervention in the mid to proximal left anterior descending (lad ) artery and left circumflex artery. During the intervention in the lad, cutting balloon was performed, then implantation of a 3.5x28mm xience skypoint stent in the mid lad, followed by plaque shift into the first diagonal artery and resulting in occlusion in the proximal lad and first diagonal artery. Additionally, the patient experienced a myocardial infarction (mi) from the occlusion. A 3.0x48mm xience skypoint stent was implanted in the proximal lad and then both stents were post-dilated, resolving the event. No additional information was provided

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of obstruction/occlusion and myocardial infarction are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported obstruction/occlusion and myocardial infarction, and their relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.